Event description:
It was reported that during an attempted implant, the right atrial (ra) lead's testing parameters were not ideal, despite multiple repositioning attempts. The physician elected to remove and replaced the ra lead successfully. In addition, during the attempted implant, the right ventricular (rv) lead exhibited high threshold and high impedance. The physician elected to remove and replaced the rv lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)